Manufacturer narrative:
(B)(4) implant date - unknown date approximately 13 years prior to revision. Report source, foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that the patient was revised due to a stem fracture. The head and liner were revised due to surgeon preference. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.